Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: were there any patient consequences? No patient info available.

Event description:
It was reported that during a bowel resection, misfired stapler. Some staples formed others did not. Staple line was adequate enough that nothing spilled out and case was completed using a manual suture technique. The surgery was delayed by 15-20 minutes. The procedure was successfully completed.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5cc3h. Device evaluation summary: the analysis results showed that the cs40g device was received with the pushrod bent and with a cartridge reload present. The reload was received void of staples, with the washer uncut and with the knife recessed below the reload deck. The knife was manually advanced and it was noted to be damage. In addition, the returned cartridge was noted to have a staple stuck in the washer. No functional test could be performed due the condition of the device. The damaged pushrod was a result of cartridge not being properly aligned inside the anvil head of the stapler device during the closing of the stapler device with automatic retaining pin advancement and the stapler device was still able to latch closed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.